Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The root cause of this failure is attributed to a component failure. The instrument conductor wire insulation was also found to be damaged but no material was found to be missing. The instrument passed the electrical continuity test. The root cause of this failure is also attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument had 7 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. A review of the submitted image confirmed that the instrument conductor wire was sticking out. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: during failure analysis investigation, the instrument conductor wire insulation was found to be damaged. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of arcing occurring during the last known instrument usage and no report of instrument collision occurring. There was no report of patient injury occurring during the last time the instrument was used.